Manufacturer narrative:
The complaint was investigated and investigation found transitory sensor inaccuracy around complaint date however system correctly informed customer of hyperglycemia event by asserting high glucose alerts. The system performance was found to be normal before and after the complaint date.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an adverse event where the user experienced hyperglycemia.